Manufacturer narrative:
The patient was implanted with an implanting clinician in tennessee. However, the patient is currently in houston and decided to get the incision site checked at the (B)(6) hospital. The clinical representative reached out to the attending physician in houston to review the explant's protocols and offered to be available either on-site or by phone during the explant. The attending physician explained to the clinical representative that the explant procedure most likely will be performed on (B)(6) 2021, because the patient needs to stop taking some of the medications prescribed before the explant procedure could be performed. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all products used were intact before the implant, and the procedure was completed in accordance with the product instructions for use. A stimwave quality employee reviewed the sterilization and packaging records for the respective product lots and confirmed that the products were delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is unknown/no problem found.

Event description:
On (B)(6) 2021, the patient reported an infected receiver pocket. The patient noted that the issue started on (B)(6) 2021.